Event description:
A healthcare professional reported "rupture." The device has been explanted. This is for an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.